Event description:
Patient reported an unexpected pump shutdown in january 2025. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were taken.